Manufacturer narrative:
This report is being supplemented to provide corrections to the initial with information inadvertently left out (e2 and e3) and to provide a correction to the initial e1 email.

Event description:
The customer confirmed the failure was about communication between the light source and processor, and it was not possible to start the procedure. The procedure was cancelled. The cancelled procedure caused no any serious deterioration in the patient¿s health from delayed critical care or diagnosis.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide information received through follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that [switching the observation mode] occurred due to operation failure by user. However, the root cause of the phenomenon could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image was not displayed correctly while using the evis exera iii video system center. The issue was found during maintenance. There were no reports of patient harm.